Event description:
During patient use, a 'o2 sensor error' alarm occurred. Calibrating the o2 sensor could not solve the issue. This issue was resolved by replacing the o2 sensor. There was no patient involvement in this case.